Event description:
As reported, the window on a 7f exoseal vascular closure device (vcd) did not change and the device fell out. Manual compression was performed to achieve hemostasis. There were no reported injuries to the patient. The device was being used for hemostasis after a percutaneous coronary intervention (pci) procedure. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the window on a 7f exoseal vascular closure device (vcd) did not change and the device fell out. Manual compression was performed to achieve hemostasis. There were no reported injuries to the patient. The device was being used for hemostasis after a percutaneous coronary intervention (pci) procedure. Additional information was requested but was not provided. One non-sterile vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not pressed, while the guard was locked. The plug was in its manufactured position, and the indicator wire was found deployed and the loop in good condition. Finally, it was observed that the indicator window was received in the black/white position. The unit was already inserted into a non-cordis 7f catheter sheath introducer (csi). During this visual analysis a presence of dried blood residues along the lumen of the delivery shaft and plug swollen was observed during this analysis. The functional deployment simulation evaluation could not be performed, as the unit was clogged with dried blood residues. An attempt to clean the unit using hydrogen peroxide and an ultrasonic bath were made, however unsuccessful. The indicator window was manually moved and achieved the three stages of indication. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window-no change to indicator¿ was not observed through analysis of the returned device as it able to achieve all three stages of the indicator window and there were no anomalies noted to the internal mechanism. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported no change to indicator event as the functional test could not be fully performed due to the received condition with the plug completely swollen and dried, not allowing the mechanism to move appropriately. However, as this condition would not have been experienced by the user, testing of the indicator window within the handle was performed and it was able to achieve all three stages of the indicator window during functional analysis. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, d9, g3, g6, h1, h2, h3, h6, and h11. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the window on a 7f exoseal vascular closure device (vcd) did not change and the device fell out. Manual compression was performed to achieve hemostasis. There were no reported injuries to the patient. The device was being used for hemostasis after a percutaneous coronary intervention (pci) procedure. Additional information was requested but was not provided. The device will be returned for evaluation.